Event description:
A zoll patient service representative (psr) called zoll customer support to report that monitor sn (B)(4) was overheating. The monitor was not in use by a patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (overheating) was confirmed. Upon investigation the monitor resistor r46 on the c/a board was thermally damaged. The source for the thermal damage was isolated to a defective u204 tri-state driver/receiver. The root cause for the defective u204 component could not be positively identified. No adverse event resulted from the defective u204 component. The monitor was not in use by a patient.